Event description:
Falsely elevated troponin I results from seven patients were obtained. The resultls were reported to the physician who questioned the results. The sample were tested again on the same instrument and negative results were obtained (see data section b6). Pt treatment was not prescribed or altered and there was no reports of adverse health consequence as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I results was improper sample wash due to a disconnected hm wash probe tubing.